Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, after approximately an hour into the operation, the gen11 ethicon generator had a message indicating the harmonic ace instrument "cutter head" pressure was too high. The customer removed the harmonic ace instrument to perform an external test, and the instrument "cutter head" broke. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. It was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy. There is no video recording of the procedure, but images of the instrument damage were provided. Also, patient demographic information was requested, but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece approximately 0.32" x 0.10" in size was not returned with the instrument. There was material missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. Images of the harmonic ace instrument related to this event were received and reviewed. The images confirmed that half of the harmonic ace instrument blade was missing/detached. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.